Manufacturer narrative:
There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction. (B)(6).

Event description:
Consumer alleges her heating pad controller caught fire then filled her room with smoke causing property damage in her bedroom. There was not a report of personal injury with this incident.